Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use and would not boot back up. When trying to boot the cns back up, it gave an "opening os software" message and would not advance beyond that. They were using a non-nihon kohden approved monitor, which did not support the proper resolution for the cns. The monitor would need to be replaced with one that supports the correct resolution. No patient harm was reported. Service requested / performed: troubleshooting: nihon kohden technical support (nkts) advised the customer to swap out the bad hard drive with a known working drive, which allowed the cns to completely boot up. On 08/11/2020, one new hard drive, part #9000006111a, was shipped to the customer to resolve the issue. Investigation summary: the root cause of the issue is considered to be a hard drive failure. In this incident, the device has been in use for four years with no history of hdd replacement, and hard drive degradation is a high possibility. The reported issue does not require further investigation through CAPA process. An hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. This issue does not warrant/require a CAPA. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down while in patient use and would not boot back up. When trying to boot the cns back up, it gave an "opening os software" message and would not advance beyond that. They were using a non-nihon kohden approved monitor, which did not support the proper resolution for the cns. The monitor would need to be replaced with one that supports the correct resolution. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down and having issues starting up the cns. They stated that when the unit is turned on, they get a message on the top left corner saying "opening os software," and it just stays stuck there with nothing happening. Background is black with the message displaying in white letters. Removed the bad drive and swapped out with good drive and they able to get the cns back up running. They were also using another a non nihon kohden provided display monitor, but the resolution did not support the cns resolution, so the monitor would have to be replaced with one that has the appropriate resolution. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down and having issues starting up the cns. They stated that when the unit is turned on, they get a message on the top left corner saying "opening os software," and it just stays stuck there with nothing happening. Background is black with the message displaying in white letters. Removed the bad drive and swapped out with good drive and they able to get the cns back up running. They were also using another a non nihon kohden provided display monitor, but the resolution did not support the cns resolution, so the monitor would have to be replaced with one that has the appropriate resolution. No patient harm reported.